Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call by the customer's next of kin that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose levels of about 39 to 40 mg/dl at the time of the incident. The caller did not mention how the customer was treated. The customer experienced symptoms such as loss of consciousness and a coma. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The caller reported that they believe the pump was over delivering. Troubleshooting was not completed. The customer had a stroke after being hospitalized. No further information was provided. The insulin pump will not be returned for analysis.